Event description:
Xpedite: paclitaxel-coated peripheral stents used in the treatment of femoropopliteal stenoses (cip identification: (B)(4). This international, multicenter, prospective, randomized controlled clinical study will compare the performance of two investigational paclitaxel coatings to the paclitaxel coating on the commercially-available zilver® ptx® drug-eluting peripheral stent (zilver ptx stent) in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal artery. A total of 275 paclitaxel-eluting stents were placed in 176 lesions during the study. Table 2.4-1 reports the number of stents implanted per patient. This file will capture 1 patient who underwent amputation: ae ID #: (patient ID + event#:) ¦ event description ¦ event treatment (as reported by site) 1370239uns007 ¦ vascular ischemic ulcer ¦ surgical/medical amputation (4th toe) / antibiotic(s). Require intervention/additional procedures to prevent permanent impairment/damage s=5. Total number of patients = 176, male = 121; mean age = 68.2 yrs.

Manufacturer narrative:
PMA/510(k)#: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p100022/s027. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the xpedite pmcf study (B)(4). It is related to (B)(4) and captures (B)(4) event requiring amputation in germany. Manufacturing records review: prior to distribution all zilver ptx devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: there is no evidence to suggest the user did not follow the IFU. It should be noted that the instructions for use (ifu0117) lists the following as potential adverse events: -ischemia requiring intervention (bypass or amputation of toe, foot or leg) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patients pre-existing conditions. This study was carried out to compare the performance of two investigational paclitaxel coatings to the paclitaxel coating on the commercially available zilver® ptx® drug-eluting peripheral stent (zilver ptx stent) in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal artery. Ischemia is a severe stage/complication that can arise from femoropopliteal peripheral artery disease. As previously noted, ischemia requiring intervention (bypass or amputation of toe, foot or leg) is listed as a known potential adverse event within the IFU. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary of investigation: the complaint was raised from xpedite pmcf study (B)(4) and captures (B)(4) event requiring amputation in germany. Confirmed quantity of (B)(4) patient, confirmed used. According to medical input, the patient would have required intervention/additional procedures to prevent permanent impairment/damage. From the study provided, it is known that (B)(4) patient required amputation. Investigation findings conclude a possible root cause could be attributed to the patients pre-existing conditions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16-jul-2024.